Event description:
2001, patient underwent implantation of staar model aa-4204vf intraocular lens. It was reported that the posterior capsule tore during lens insertion. The lens was removed and a 3-piece was implanted. No additional patient or any other information is available.